Event description:
It was reported that the patient received inappropriate shocks prior to lead replacement. The device was explanted. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.